Event description:
The end user states that he charged the chair and it got hot and stopped working. The end user also states that the device is flashing a 7 wrench flash. The end user also states that during driving the motor brake self engages and locks up the motors and brings the chair to a stop.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.